Event description:
The account stated that the architect i2000 analyzer generated discrepant ca19-9 results. An initial result of 20 u/ml was generated. The sample was repeated and a result of 100 u/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer changed the probe which resolved the reproducibility issue. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the ca 19-9 xr reagent package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.